Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. B7: updated patient information received at a later date.

Event description:
Customer reporting 1 false positive sars result. The customer states the result was confirmed negative by other brand rapid antigen test and pcr. Through interview it was found the kit the customer was using was expired by over 7 months.

Manufacturer narrative:
Investigation conclusion:a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: unable to determine/potential expired product use source: website.